Event description:
MFR verbally notified on (B)(4) 2010, of an infant diagnosed with compartment syndrome approximately 48 hrs after insertion and removal of an ez-io needle. Compartment release surgery was done to prevent permanent impairment and/or damage. The pt never lost distal pulses.